Event description:
The customer reported conflicting results with the ID now covid-19 assay performed on (B)(6) 2021 with a direct nasopharyngeal swab. Repeat testing was performed on the same day with the same sample on a direct nasopharyngeal swab and generated negative results. The customer confirmed the patient was asymptomatic. No additional information, including patient outcome and treatment was provided.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided. (B)(6).

Manufacturer narrative:
Additional information: testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m133272 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: m133272, test base part number 190-430 / lot: m133272. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m133272 showed that the complaint rate is (B)(4). A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m133272 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue, however a possible assignable root cause is sample interference or cross contamination.